Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as the patient left the windows opened while performing pd therapy. On the same day as diagnosis, the patient began treatment for the peritonitis with cephalothin (one gram every day/ intraperitoneally [ip]) and amikacin (55 mg every day/ip) for five days. Six days after onset, the patient was hospitalized to change the antibiotic treatment to vancomycin (two grams every day/ip) and levofloxacin (750 mg every day/oral) and on the same day, the patient's pd catheter was removed. On an unknown dates, antibiotic treatments were completed. Seven days after being admitted, the patient was recovered from the peritonitis and discharged from the hospital. No additional information is available.